Event description:
An acumed locking olecranon plate was initially implanted in the patient to repair a monteggia fracture. Approximately six weeks post placement, the patient rolled over on his side in bed and felt a "pop". X-rays confirmed the plate cracked across the fifth hole (locking hole) from the distal end and broke across the entirety of the plate. There was no evidence of healing across the fracture site. The plate was removed from the patient and replaced with another plate.